Event description:
Per the clinic, the patient experienced infection at the implant site and wound dehiscence, exposing the ground electrode. The patient underwent surgical procedure on (B)(6) 2021 to revise the ground electrode. The implanted device remains.